Event description:
On 05/18/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Immediately after the device deployment, the venous sheath was pulled from the pt. Approximately four (4) hours later the pt was noted to have a cold foot. An ultrasound was obtained which identified a total occlusion. Follow-up on 06/02/1998 with the physician who inserted the device showed that the pt did not undergo any surgical treatment for the occlusion, as collateral flow was found to be sufficient. There has been no further report to the MFR of complication or pt sequelae.